Event description:
Report received of a "ruptured" tubing while using the acclaim pump with no pump alarm sounding. It was reported that a patient was receiving fluorouracil, a chemotherapeutic agent. At some time later, after the start of the infusion, the tubing was noted to be leaking. The tubing was changed with no further problems. Upon further investigation, it was noted that the tubing appeared to have "bubbled, and caused a 1 inch split approximately 3 inches proximal to the patient". There was no reported bleedback. There was no reported adverse patient effect from the rupture or chemotherapy leak. Additional information was requested, but no further information was provided.